Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at an unspecified time on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged error message. The patient stated that 45 minutes after the alleged product issue occurred they developed the symptoms of "shaky and vision problems." As a result of these symptoms, at 2pm on (B)(6) 2016 the patient stated that they self-treated with glucose tablets/gel. At the time of troubleshooting the cca walked the patient through a retest but was still unable to resolve the issue. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of serious injury after the alleged product issue occurred.